Manufacturer narrative:
The investigation conducted by the field service engineer (fse) was unable to replicate the issue experienced by the site. The fse concluded the site's da vinci s system functioned properly, however, the limited motion of the patient side manipulator (psm) experienced by the surgeon was likely due to poor port placement and or/or system setup. Recreation of the system set up with the site revealed that the pitch of the affected psm was collapsed, forcing the psm axis 90 degrees to align with the movement of instrument tip when the surgeon articulated the master tool manipulators. The patient side manipulator is an instrument arm located on the patient side cart, that provides the sterile interface for the endowrist instruments. The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). No parts were replaced to resolve the issue, however, training was performed to avoid future occurrences. As of february 10,2011 there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgeon experienced limited movement of a patient side manipulator (psm) while articulating the master tool manipulators from the surgeon side cart. Prior to contacting isi technical support, the site undocked the psm and re-docked in an attempt to realign the set-up joint of the psm, however, the issue persisted. Another port incision was created to obtain a better angle for the psm and the endoscopic camera manipulator arm was adjusted to allow viewing of the surgical area from a different angle. Unable to resolve the issue and prior to contacting isi technical support, the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.